Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was experiencing a ventricular tachycardia (vt) that was detected in the device's programmed monitor only zone and therefore no therapy was provided. The patient was not feeling well and seen in clinic. It was noted that this device was exhibiting far-field r-wave oversensing. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was experiencing a ventricular tachycardia (vt) that was detected in the device's programmed monitor only zone and therefore no therapy was provided. The patient was not feeling well and seen in clinic. It was noted that this device was exhibiting far-field r-wave oversensing. This device remains in service. No additional adverse patient effects were reported. Additional information was received that indicated that the far-field sensing did not contribute or cause inappropriate therapy. Blanking was adjusted to prevent the oversensing from recurring. This device remains in service. No additional adverse patient effects were reported.